Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the left cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump tubing was identified as having been cut down to the pump block so no tubing was returned for analysis. The pump was functionally tested and did not pass the activation test 2. Product analysis concluded these activation issues could affect the functionality of the device. Product analysis confirmed a pump issue but was unable to confirm the reported tubing hole as no tubing was returned.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the left cylinder connecting tube. No patient complications were reported.